Event description:
Pt. On dialysis when blood was noted around junction port where blood tube saline line and blood pump segment are glued. Blood noted on blood pump segment side, pre blood pump. Air drawn into blood circuit. Air detect alarm activated. Pt taken off dialysis blood loss estimated at 250cc. No adverse affects of blood loss noted and pt. Discharged home after completing dialysis.